Event description:
It was reported that during an unspecified procedure, the quantum maverick monorail balloon catheter shaft separated. The physician deployed another manufacturer's 3.0x16mm stent in the circumflex (cx) and a 3.0x12mm taxus drug eluting stent in the left main/circumflex (lm/cx). The quantum maverick monorail balloon was positioned to post dilate, however, it would not inflate. The physician recovered it into the guide catheter and realized it was in two pieces. The guide catheter was removed with the quantum maverick balloon inside. There were no reported pt complications. Pt status listed as "ok."